Event description:
Right upper extremity PICC line placed for long term use. Placement transpired without issue. Foreign body was later observed on imaging showing an approximately 2.5 cm curvilinear high density foreign body in the subsegmental branch of posterior basal segment of right lower lobe which is likely to be a fragment of previously placed PICC. Retrieval postponed. FDA safety report ID# (B)(4).